Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit did not operate, and the engine seized. This was attributed to faulty material. Maintenance was performed and the device returned to customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported that device motor made strong noises. This is report 1 of 1 for complaint #(B)(4).